Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that they opened a unit and when they attempted to pull it out, the needle came off the suture material. 2nd incident of this nature. Before use.